Event description:
Patient reported "rupture". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Upon receiving device information, it was found that the device is non-PMA approved. Hence unreporting the previously reported rupture. Additional, changed, and/or corrected data: b5, d1, d4, d.6b, g4, h4, h6

Event description:
The device has been explanted. Upon receiving device information, it was found that the device is non-PMA approved. Hence unreporting the previously reported rupture.